Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter was defective and it stopped aspirating and cutting failure of the probe occurred in the middle of vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
One opened probe, with tip protector was received in a tray. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration, and cutting. The sample was found to be conforming for all functional tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached was reviewed by the manufacturing site. It is unclear what the photo is showing. The image is in black and white with japanese writing on it. The reported issues could not be confirmed from the photo review. The returned sample was found to be conforming, therefore aspiration and cutting failures as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).